Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone [3 mg/ml] at a dose of 0.36 mg/day and clonidine [30 mcg/ml] at a dose of 3.6 mcg/day. It was reported the patient was getting their pump replaced (no allegations or issues) last friday (B)(6) 2017, but when the hcp opened up the patient, the pump area looked infected, so the hcp did not feel comfortable implanting a new pump until it was cultured to see if it was an infection. The representative stated they had cut off a portion of the catheter as well and nobody recorded the length that was taken off. The representative stated it came back, and everything was clean. There were no infections. The representative stated the hcp would be implanting the patient with the new pump. The reason for the call was the representative wanted to know how to calculate the volume of the catheter without the exact catheter length known. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-06 from the hcp via the representative reported it was unknown if the cause of the pump area that looked infected was determined. A gram stain and cultures were negative. The pump pocket had a white/milky looking substance in the pocket. The physician suspected a sterile abscess. The explanted pump was not going to be returned for analysis.